Event description:
It was reported that the pt underwent surgery on (B) (6) 2008 for the treatment of uterovaginal prolapse and urinary stress incontinence. During the procedure, a pelvic floor repair device and a sling were placed into the pt's body. The pt experienced multiple complications, including erosion, formation of scar tissue, dyspareunia, add'l surgeries, and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
(B) (4) - dyspareunia: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape.